Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead had intermittent loss of capture, had low impedance measurements and noise was also observed. The ra lead remained implanted.

Manufacturer narrative:
Previously reported did not include that further information was requested but not received.